Manufacturer narrative:
(B)(4). The customer reported the device was not giving nbp readings. There was no patient involvement. On (B)(6) 2011, the symptom was clarified as a cycle power error 1000. The device was evaluated by a philips field service engineer. Since multiple parts were replaced to resolve the issue, we are unable to determine the cause of the malfunction.

Event description:
The customer reported the device was not giving nbp readings. There was no patient involvement.